Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device indicated foreign material on set screw. The returned device indicated a loose/detached set screw. The returned device indicated a damaged set screw. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician connected the device to leads without issue. The physician then dis connected the right ventricular (rv) lead to reroute it to make coiling the excess lead length easier in the pocket. He was unable to tighten/engage the rv set screw the second time. The device was attempted and not used. Another device was used. No patient compli cations have been reported as a result of this event.